Event description:
A peritoneal dialysis patient reported dialysis solution leaked out of the cassette and into the cycler. Patient had completed treatment. Upon removal of the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Patient did not receive prophylactic antibiotics and had no adverse effects. Patient's effluent remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.